Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2015 and received an unsuccessful cavity integrity assessment (cia) test. The physician then performed a laparoscopy and a uterine perforation was noted. The physician "stitched" the perforation and attempted the cia test again. The cia test was again unsuccessful and the procedure was aborted. A hysterectomy was performed per patient's request. Dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Concomitant product: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).